Event description:
Cpi received info that this possis sutureless lead was capped. The pt with this lead and an implantable cardioverter defibrillator (ICD) was experiencing inappropriate therapy and noise. Two possis leads are involved in the pt lead system. Cpi is unable to determine which lead had the problem.